Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed frequently and had difficulty opening and closing the refrigerator door due to a faulty latch. A field service engineer (fse) found that the latch was binding and was replaced. During power up testing, the remote manager failed the initial hardware test, so the fse crimped and re seated the micro switch wire connections; however, the second test still failed. The remote manager controller was then replaced, updated with the latest firmware, and properly configured within the med application. A third hardware test was successful, confirming the repair. The fse verified proper operation using the hardware test application, confirming correct door open and close detection and device lock, unlock functionality, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager repeatedly failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.